Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: (B)(6) 2010. Revision due to poly wear 5 years post-op.

Manufacturer narrative:
After further review of additional information received the following sections b3. March 2016, b4, b5, b6, b7, d4. Expiration date, d6. Nov 2010, d7. March 2016, g4, g5, g7, h2, h4 and h6 have been updated accordingly. The actual device was analyzed. Scratches and deformation around the rim of the returned acetabular liner were noted. The deformation appears consistent with minor edge-directed loading. The roughened surface appears consistent with the use of a sharp instrument, such as an osteotome, to remove the liner from the acetabular shell. The revision reported was likely the result of polyethylene wear associated with edge-directed loading in an area of unsupported polyethylene, which led to vertical migration of the femoral head. In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. It is also a device specific risk that there could be excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Based on review of all available information, there is no evidence to suggest that the reported revision due to poly wear is related to any design or manufacturing issues. A review was conducted for reports of revisions due to prosthesis wear, no cause for action, the estimated frequency of occurrence is 0.039% and is considered "very low". The revision reported of the hip components was likely the result of polyethylene wear associated with edge-directed loading in an area of unsupported polyethylene, which led to vertical migration of the femoral head. This device is used for treatment, not diagnosis. No information has been provided. A2, a3, a4, a5, a6. Corrected data: f7: type of report (this is not a facility). Section h1: type of reportable event.

Event description:
No additional information has been provided. This is one of two products involved with the reported event and the associated manufacturer report number 1038671-2016-00371.